Event description:
A malfunction was reported on the pump by the caller, identified as malfunction code 12. No prior notable events occurred and the customer¿s blood glucose level did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump and assisted the caller in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any malfunction code reappeared.